Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
MFR completed the entire form. Device eval: the suspect device was returned and evaluated. Visual inspection of the device noted that the top section of the pump's case had been cracked. A review of the device's event history log confirmed the "check clutch" error. Testing of the device was able to duplicate the error. Further testing of the device indicated that the position potentiometer was non-functional due to fluid ingression. The position potentiometer was replaced. Following repair, the device passed all function and delivery testing. (B)(4).